Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was squirting out during manual process. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer states they did not receive second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No prime or fill anomaly noted during testing.